Event description:
It was reported that this pacemaker was exhibiting numerous pacemaker mediated tachycardia episodes, which were actually atrial fibrillation episodes. Far-field oversensing was also observed on the right atrial channel. The pacemaker was reprogrammed and remains in service. The patient is due for a system change-out/upgrade procedure soon. No adverse patient effects were reported.